Event description:
Patient underwent a pectus excavatum correction. Plates were used as additional stabilization of the corrected sternum. Approximately 6-7 weeks post-op the patient reported hearing a cracking sound when she rolled onto her side in bed. The next morning while lifting her child she felt something give way in her chest. A second surgery was performed. The surgeon noted that the lower plate construct had broken along the sternum. The surgeon removed the broken segment and re-plated the segment with a new plate.

Manufacturer narrative:
Sales representative interviewed. Surgeon reported that patient was not complaint with post-op activity restrictions.